Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.75x32mm taxus express2 drug eluting stent had been selected and advanced to an unspecified target lesion but the device would not cross the lesion. It was discovered that the distal portion of the stent appeared "lifted up". The procedure was aborted as "it was difficult to implant the stent at this lesion." There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of operational contexy.